Event description:
When surgeon tried to inflate the balloon on the covidien auto suture structural balloon trocar it would not inflate. Opened up a second one and the same thing happened. Opened a third one and this one worked. Of note, the one that worked had the same lot number and expiration date as the defective ones.